Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer¿s investigation conclusion: the reported event of internal battery alarms was confirmed via analysis of the returned power module. The returned power module was evaluated by service depot, and during testing it was revealed that the internal battery clip was damaged. A piece of plastic was observed to have broken off from the internal battery clip. This would have impacted the battery clip¿s ability to securely connect to the internal battery, resulting in the reported battery alarms. The damaged battery clip was then replaced with a new clip. After replacing the part, a full functional checkout was performed and the unit passed all tests without any issues. Visual inspection of the returned power module also revealed that the ground pin on the system monitor connector was pushed slightly further into the connector. The system monitor connector was replaced. The serviced and repaired unit was returned to the customer after passing all tests per procedure. The reported event was determined to be due to damage to the power module¿s internal battery clip; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The power module was shipped to the customer on 17jun2010. The power module instructions for use (IFU) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a heartmate device (power module) needed to be sent in for repair. There was a battery alarm issue.